Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to arterial or venous thrombosis, and occlusion of device or native vessel.

Event description:
On (B)(6) 2017, the patient was implanted with three gore® excluder® aaa endoprostheses to treat a right common iliac artery aneurysm. During the procedure, a trunk-ipsilateral component (rlt231216j/ 15986661; right side) and a contralateral leg component (left side) were advanced and deployed. The right internal iliac artery was coil-embolized, and an additional excluder® iliac extender component (pxl161007j/14930855) was implanted to extend the stent graft system into the right external iliac artery. The procedure was completed with no issues. The patient reportedly tolerated the procedure. On (B)(6) 2018, a follow-up computed tomography scan reportedly showed thrombosis including narrowing of the device limbs on the right side (lumen measured approx. 4-5 mm in diameter). On (B)(6) 2018, the patient underwent a re-intervention procedure whereby percutaneous transluminal angioplasty was performed and a bare metal stent was implanted to treat the narrowing on the right side. The patient tolerated the procedure.